Manufacturer narrative:
Concomitant medical products: product ID 8703w, serial# (B)(4), implanted: (B)(6) 2002. Product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was turned off 8-10 years ago. The pump started to move out of the pocket about six months after being turned off. The pump could be felt ¿sliding¿ six or seven months after it was turned off. The patient was bothered by any type of underwear or pantyhose. The pump had ¿come out of the pocket¿ for the last 6-7 years. It was reported that the pump ¿is -- you can actually see it; it¿s sitting on her leg.¿ it was reported that the bottom part of the pump ¿sitting¿ on the patient¿s leg. It was reported that the patient ¿can¿t keep it back.¿ the patient had to ¿push it back to tip forward.¿ the device system was used to deliver morphine.